Event description:
Reporter stated "lead tech described that the filter ripped through the wall of the introducer sheath while being pushed by the curved pusher. The legs partially deployed at this "early deployment" and had to be retrieved. Once the filter was successfully retrieved, another option elite filter was used and placed successfully. At this point, the customer does not know the lot number of the product used. The packaging was thrown away after the case and not recovered." Additional information: amended explanation of procedure with faulty filter with the physician performing the procedure, dr (B)(6). This is based on a follow-up in-person conversation held on (B)(6)2025. Notes are compiled by (B)(6): this was done from the femoral vein. The patient had a noticeable degree of scoliosis which caused the ivc to curve along with it. This created an angle the bent our delivery sheath in a way that prevented the filter from being advanced and ultimately deployed. The sheath kinked and the apex of the filter was forced into the crease of the fold in the sheath. He then tried to thread an 0.18 glidewire through the system to dislodge the filter from the kink and get control of the system. He threaded the 0.018 glidewire through the sheath and filter and pulled the system out, the filter fell out of the delivery sheath and deployed into the patient's thigh. He was able to remove the filter by digging around. Another filter was opened and to prevent the sheath from kinking this time, the filter was brought to the point of the angle and then the entire sheath was advanced with the filter in place, once past this curvature the filter was able to be successfully and safely deployed.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.